Event description:
A customer reported that the insulin cartridge leaked due to an issue at the cartridge septum. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully changed the cartridge and resumed insulin therapy after contacting support, which arranged for a replacement cartridge.